Manufacturer narrative:
Follow-up submitted to report device evaluation.

Event description:
Per complaint (B)(4), during clinical procedure, patient experienced fracture of bone during insertion of implant.